Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, replace broken fiber optic receptacle that had been broken, damage was found during weekly inspection. Performed a full functionality and calibration test, unit was returned to customer for use.

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during inspection that a cardiosave intra-aortic balloon pump (iabp) had fiber optic port damaged. No patient was involved.